Event description:
It was reported, the rigid video laparoscope exhibited flickering images when the camera was adjusted. The issue was found during an unspecified procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation additionally found a noisy image occurs. Based on the results of the investigation, it is likely the following led to the malfunction: the r-unit is broken and therefore a noise image occurs. The most probable cause of the complaint is component failure, which is expected or random without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the rigid video laparoscope had an image that flickered when turned to be able to change the camera. It was in a position in the middle that the image flickered when the optics were turned. The reported malfunction occurred during an unspecified procedure. Additional information regarding the reported event has been requested. There were no reports of patient injury or medical intervention associated with this event.